Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, prior to the occurrence of the issue, the user was exchanging scopes. It was not possible to confirm whether the device was turned off at that time, but since the device was normal, it is likely that the user replaced the scope with the power on. If you change the scope without first turning off the device, the device will not recognize the scope correctly and an error will occur. When the device detects an abnormality, the led on the front panel lights up or flashes and automatically switches to the emergency light. However, based on the available information, a definitive root cause could not be determined. The instruction manual of clv-190 (figure number: gt7243) describes the following, which may prevent the phenomenon: [3.1 precautions for installation and connection] turn off all system components before connecting them. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during preparation for use, when switched from an upper to lower scope, all the front panel indicator lights were flashing, and the unit switched to the spare lamp on the evis exera iii xenon light source. The unit was shut down and it was working fine, and it happened again. There were no reports of patient harm associated with this event. This is report #2 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional event reported.

Manufacturer narrative:
To resolve the reported problem, the olympus technical assistance center (tac) provided possible causes of the reported problem to assist in troubleshooting the issue. Tac provided the reporter with the model of bulb, maj-1817, for use with the device. In follow up communication with the reporter, it was reported to tac that the problem was resolved and no further issues were experienced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.